Manufacturer narrative:
MDR 2517506-2019-00324 was filed on 16-aug-2019. Additional information (22-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated tacrolimus (tac) result. Hsc evaluated the information provided and the instrument data files. Hsc suggested performing instrument maintenance such as clean the windows, check the cuvette formation and check photometer alignments. Hsc also requested additional information and clarification regarding the patient in question such as any medications this patient was taking during the time of testing. However, the customer declined providing any further feedback. Not enough information has been provided to determine the cause of the event. No product problem was identified. Instrument is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated tacrolimus (tac) patient result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated tacrolimus (tac) result was obtained on a patient sample on the dimension exl 200 instrument. The same sample was reprocessed using a non-siemens alternate methodology on the same day and a lower result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tac result.